Event description:
The customer reported that the ventilator had a patient circuit occluded alarm and there was no output. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed all voltages are good as displayed on the pneumatics screen. The customer reported when pressure is set to 10 with nothing on the outlet port, blower amps increase to 2, blower rpm stays at 3000, and the blower is not running. The remote service engineer (rse) advised part ID for the blower. The customer also identified a display is dim even when set to highest brightness setting. The rse also provided part ID for user interface assembly.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the repair/service and device context at the time of the reported failure with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.